Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: visual and microscopic examination showed blood and contrast were present in the lumen of the express sd and guide catheter. The shaft was detached/separated 115cm from the edge of the strain relief. The distal portion of the detached shaft was stretched and stuck inside the guide catheter. The fracture face of the shaft material was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). The guide catheter was soaked in warm water bath for 48 hours in an attempt to loosen the distal portion of the shaft, this was unsuccessful. Using a pin gauge, the inner diameter of the guide catheter measured 0.067." The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure shaft damage occurred. Exp sd renalbiliary sm,pmtd 6.0x18x150cm stent was deployed successfully. During withdrawal there was some resistance encountered. The distal third of the catheter fractured inside the non bsc guide catheter. The shaft was removed with the guide catheter as one piece. The procedure was completed with this device. No patient complications were reported and the patient's status is listed as fine.